Manufacturer narrative:
H10: internal complaint reference: (B)(4)

Event description:
It was reported that, during an unknown procedure, the spider was leaking oil out the joint and stopped working. The procedure was successfully completed with a surgical delay greater than 30 minutes using a change in surgical technique. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection of the returned device noted traces of leaked oil from the joints. A functional evaluation revealed that the device failed the 30 pounds weight test. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors which could have contributed to the reported event include a seal failure that can result in the loss of oil and prevent the device from properly pressurizing and maintaining position. No containment or corrective actions are recommended at this time.